Event description:
Patient reported experiencing the vgo device disengaging. Patient stated that he has lost 4 v-go device due to the needle button popping out before 24 hours applied on his abdomen. Patient stated that one day he put the vgo device on at 10:00am and the vgo device popped out at 9:00pm when patient was taking a shower. Patient reported that another one applied the vgo device on at 10:30am and it popped out at 4:30am. Patient stated that the needle button popped out last night as well. Patient has one vgo device to send back.